Manufacturer narrative:
During multiple site visits by abbott field service (fs), the architect (B)(6) analyzer was inspected, and various diagnostic checks of the system, part replacement, adjusting and cleaning was performed. A specific cause(s) was not identified. A review of the analyzer service history identified no contributing factors to the current complaint. The trend review by the product list number found no trends related to this issue. Labeling was reviewed and contains adequate information on maintenance and troubleshooting of the reported issue. Based on the investigation, no product deficiency was identified. Additional patient provided: sid (B)(6)= 132.79 / 112.76 u/l / another architect = 114.38 u/l.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated ldh result generated on the architect analyzer on one patient. Results provided: 705 / 177 u/l; another architect = 187 u/l. No impact to patient management was reported.